Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The numbers do not ramp up on its own or scroll bar moving with no input. The device had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.